Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses for pump screen to turn on. There was no reported adverse impact to the customer¿s blood glucose level. Customer confirmed pump was not connected to power, tried pressing button as instructed, removed pump case with support from technical support, and repeated button tests, but difficulty persisted, so pump replacement was arranged under warranty while customer continued using current pump until replacement arrival; customer was instructed to place pump in storage mode and return it with prepaid label, which customer understood and acknowledged.